Event description:
Information was received from a patient regarding an external device. The reason for call was patient says 2 days ago they tried to charge implantable neurostimulator (ins) and it would flash between good and excellent then stop charging. They said they have the recharger placed right over their ins. It took 2 hours to charge up 30 percent. Patient says that the same thing happened the next day. Patient says they called medtronic rep yesterday and was told to reset controller which didn't resolve, and to call patient services (pss). Controller battery compartment looks intact. Controller port looks intact. Recharger cord looks intact but patient then said the paddle heats up. The issue was not resolved. An email was sent to the repair department to replace the device. Patient fully charged the controller to 100% then started charging the implant. Patient took 3 hours to charge the implant to 70%. During the call controller was at 30% and implant was at 70% and they would move to make sure the quality was at excellent but patient sometimes had difficulty getting quality to stay at excellent. Patient got the recharge the controller message. Agent advised patient to stop the charge, unplug the recharger, and plug the ac power. Agent redirected patient to their hcp to address the issue.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n [(B)(6)], revealed no issues with finding or charging ins and passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.